Event description:
It was reported that there was a problem with a homechoice pro. The specific issue was not reported. It was not specified when in the process this occurred. It is unknown if the patient was connected at the time of the event. The technical service representative discussed the use of manual supplies with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed occurrences of a check lines and bags alarm. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device passed seal, purge and wet disposable integrity tests. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the check lines and bags alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.